Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have corrosion on both blades. Both blades exhibited moderate pitting corrosion on the outer and inner edge surfaces. Cut performance is negatively impacted due to the corrosion. Other metal components adjacent to this corroded blades do not show damage. The complaint regarding small holes in the blade of the scissors was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there are no photos on the monopolar curved scissors taken. Cables have broken and therefor the mcs has not been working properly. So no issues with the tips just broken cable is the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument had small holes in the blade of the scissors. There was no report of patient involvement.